Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that infusion set cannula was bent and patient was hospitalized due to hyperglycemia on (B)(6) 2024. Patient went for emergency room (ER) only and stayed for 45 minuntes to an hour only. Blood glucose at the time of event was noticed 569 mg/dl. No further information was available.